Event description:
The customer's parent reported via phone call that they had several alarms on their insulin pump. The customer's alarm history showed an unexpected restart alarm, signal too low alarm, and displayable history check failed on start up alarm occurred. Customer's parent stated they did not program a temp basal before the unexpected restart alarm occurred. Customer's blood glucose was unknown. Troubleshooting found the insulin pump passed a self test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.